Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified total missing of shell assessed as inconclusive (only gel was received) and weight measurement under specification. Additional visual analysis cannot determinate what caused the rupture due complete missing of shell. Based on the device analysis the final assessment is: no issues found related to manufacturing process. Inconclusive, analysis cannot determinate what caused the rupture due complete missing of shell.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Breast implants are not lifetime devices. Breast implants rupture when the shell develops a tear or hole. Ruptures can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to rupture: damage by surgical instruments, stressing the implant during implantation and weakening it, folding or wrinkling of the implant shell, excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated), trauma, compression during mammographic imaging, and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of rupture for allergan¿s product. It is not conclusively known whether these tests have identified all causes of rupture. Laboratory studies to identify any additional causes of rupture are ongoing. There are also consequences of rupture. If rupture occurs, silicone gel may either remain within the scar tissue capsule surrounding the implant (intracapsular rupture), move outside the capsule (extracapsular rupture), or move outside the breast (gel migration). There is also a possibility that rupture may progress from intracapsular to extracapsular and beyond.

Event description:
Health professional reported a left side rupture. Additional information: imaging report notes "some scattered benign-appearing calcifications", "a wavy appearance to the lower lateral aspect of the left breast implant", and "a small ovoid area [¿] compatible with a small benign nodule". Device remains implanted.